Event description:
On 08-feb-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 601 mg/dl, resulting in hospitalization. The user was admitted to the hospital on (B)(6) 2026, treated with exogenous insulin and electrolyte replacement, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while off ilet therapy. Engineering log review indicated the cgm sensor had expired and the device entered bg run mode for 72 hours. After this period, the device lost battery power and was not powered on again until after the hospitalization period. No malfunction alerts or abnormal device behavior were identified in the available logs. Review of available information indicates the user did not replace the expired cgm sensor in a timely manner and did not maintain appropriate backup insulin therapy once the ilet was no longer delivering insulin. The hyperglycemic event occurred while the device was not in use. Based on available information, the event was attributed to non-device-related therapy management factors, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.